Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 leak at the btt port lure loc. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed signs of clinical usage and evidence of blood. The endoscope/cannula seal was not returned. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. Based on the condition of the device as returned and the results of the investigation the reported complaint was not confirmed. The DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the inflation tube or the balloon inflation port.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 leak at the btt port lure loc. A replacement device was used to complete the procedure. The hospital did not report any patient effects.